Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an event where an infusion set tubing was detached from quick release part. The event occurred on (B)(6) 2024. The site location was the right buttock. Patient also experienced high blood glucose level at the time of the event. Patient took pump bolus for the treatment. No further information was available.

Manufacturer narrative:
E1: patient city: (B)(6). H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.